Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) has a defective drawer guide. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and informed that the storage bins will be replaced during the maintenance in june 2021. In addition, we were informed that the customer is still using the device, because the defective bin didn't make the device unusable. The fse later informed that the storage bins (0441-00-0196) were replaced when scheduled preventative maintenance (pm) was performed. The pm was completed with all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA: (B)(4).